Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating but the screen was totally off. The customer's blood glucose was unknown. The insulin pump was exposed to moisture. The troubleshooting was performed for the fluid exposure. The display was not returned after troubleshooting. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.